Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was requested and not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000090895.

Event description:
It was reported that the patient's lead migrated. Surgical intervention is planned to address the issue. It is unknown which lead the allegation is against.

Event description:
Additional information received indicates the lead was replaced to resolve the issue.

Manufacturer narrative:
A patient experienced lead migration was reported to abbott. The patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.